Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt delivered 10 iu of insulin, but 22 and 4 iu were reflected in the infusion device memory. Pt reported the insulin delivery of the infusion device was inaccurate. Blood glucose elevated to 260 mg/dl and pt delivered correction bolus through infusion device. Infusion headset is changed every 2-3 days and infusion tubing and insulin cartridge every 4-5 days. Target blood glucose is 160 mg/dl. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.